Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use on patient of this clearsight fingercuff, the blood pressure (bp) provided by the fingercuff was significantly lower (47mmhg) than invasive arterial line (69mmhg), difference was around 20-30mmhg. Patient was left lateral decubitus (no initial clearsight bp in supine). First initiated on ring finger of left (down) hand, ipsilateral to radial arterial line. Physiocal = 70 at this point. (See picture of red arterial line map = 69 and pink clearsight map = 47 on bedside monitor). Blood pressure on ev1000 matched the slaved pressure displayed on monitor, so pressure cable problem was ruled out(see pictures attached). The hrs zero and level was re-checked. It was changed to middle finger with no improvement in the pressure differences and physical was still good at 50-70. Finally, it was changed to middle finger of right (up) hand and clearsight blood pressure was closer (73 mmhg) with the clearsight map (83mmhg). It was around 10-15mmhg lower than arterial line and physical was 50-60. In both fingers the trends were concordant. Both patient¿s hands were warm and no apparent obstruction/restriction in the axilla. Tech support was called to assist with troubleshooting. No further suggestions and suspect a reduction in blood flow causing the discrepancy. There was no allegation of patient injury. The device was available for evaluation. As per follow up on (B)(6) 2020 it was clarified that patient was not treated according incorrect values.there was no error message displayed. Patient with no known medical conditions. Patient was lateral decubitus which could have caused a reduction in blood flow to the arm. It was also clarified the blood pressure from the clearsight was concordant with the arterial line, it trended in the same way and the discrepancy was consistent.

Manufacturer narrative:
The reported event of pressure issue with the finger cuff was not able to be confirmed. As received the finger cuff bladder failed to inflate due to a leakage during pre-decontamination leak test. The leakage occurred from a tear at the seal area around the led sensor. The bladder was also completely detached from the seal around led sensor. The ev1000 cs system showed an error message of "fault: finger cuff#1 has expired. Replace cuff". The finger cuff pass the eeprom verification with expired status and patient information. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were working. Additional investigation of the reported condition could not be confirmed. In the process assessment all procedures were found to be clear and understandable. The station that might be involved in this malfunction has quality control procedure in place that specifies to discard the product if any nonconformance found and to record any scrap found. Each procedure was found clearly defined and understandable. Consequently, this issue could not be considered as potential root cause of the reported issue. In the visual audit it was confirmed that all required forms are recorded in the DHR and the test pressure control the exact parameters required. Based on all this it was concluded that this malfunction was not related to the manufacturing process. A device history record review was completed and documented that device met all specifications upon distribution. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.